Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of case on lower left front corner also cracked on right plunger case and battery door. Customer?s reported issue was duplicated during occlusion test. The root cause of the reported issue was determined to have been caused by was found to be normal wear; device was over eleven years old. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that alarms system failure event occurred. No patient injury reported.